Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. A sample was not returned, there was no harm to the patient and the shunt remains implanted. The device history (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There has been one similar complaint reported in the lot number. Additional info is not expected. (B)(4).

Event description:
A surgeon reported that twelve days following a glaucoma filtration device implantation, it was observed that the shunt was touching the iris. The patient also experienced postoperative hypotony for the first week following the shunt implantation. Additional info is not expected.